Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection of the hf cable found the connector (female) that attaches to the hf instrument was completely detached and separated. A microscope inspection was performed and revealed charred /burn marks on the breakage area/internal elements. There were no anomalies observed to the connector (male) to the generator side.

Manufacturer narrative:
The hf cable was not returned to olympus for evaluation. Therefore, the cause of the reported event could not be determined at this time. However, based on similar reported events related to the device the most probable cause of the reported event could be attributed to user handling. The IFU provides instruction before procedure which states: the device has a restricted service life and to not use the hf cable after one year of use. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation and to replace the cable. Additionally, the original equipment manufacturer (OEM) conducted a review of the device history records (DHR) for the concerned lot number and no deviations or non-conformities were noted during the manufacturing process. The device was manufactured in (B)(6) 2017.

Event description:
Olympus was informed that during a gyne resection procedure, the user facility heard a loud pop and a flame were observed at the female connector side of the monopolar hf cable. The procedure was completed using a different hf cable. No injury to the patient or user reported.